Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported they are really disappointed that they went through the surgery as their therapy is not working and they are having terrible problems and accidents. Pt stated they started on program 2 and have been told to stay on a program for two weeks and then if not working move to the next program. Reviewed therapy overview and expectations. Pt stated they have tried programs 1-7. Pt initially stated they were not increasing stimulation before changing programs, but later indicated they have been increasing stimulation. Agent had a difficult time following pt throughout call. Pt stated therapy is currently on program 7, 1.9v and they can't increase stimulation any higher or it's uncomfortable and pt feels like it "bothers" them in the vaginal area. Pt changed to program 1, 1.9v and confirmed feeling stimulation comfortably in bicycle seat area. Pt stated they thought they weren't supposed to feel stimulation so they might not have been increasing stimulation high enough. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Pt will monitor symptoms now that change was made. The patient was redirected to their healthcare provider to further address the issue. Pt stated this first started in november and has gotten worse since then. Additional information was received from the patient. The patient called back reporting ongoing issues with therapeutic effect and it is getting worse. They are not able to make it to the bathroom and gets up 4-5 times. Patient will empty their bladder, and will even use a catheter to make sure it is empty, but will still have urgency and only go a little bit each time or nothing will come out. Patient wondered if stimulation was too high and causing the urinary retention. It is high enough that is hurting and bothering them. Agent reviewed stimulation should never be so high that it is uncomfortable. Recommended patient decrease amplitude to a comfortable level and reviewed option to try different programs to see if patient can find one that works better to control their urinary symptoms. Patient commented that when they call their doctor's office they are told to call medtronic. Reviewed role of medtronic. Encouraged patient to follow up with managing physician as they will be in the best position to evaluate patient symptoms and perform device check if necessary.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.